Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. The caller reported that this occurred with two different cartridges from the same box. No adverse event was reported. The first cartridge was discarded and can not be returned, the customer will return the second cartridge for product evaluation.